Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of air bubbles anomaly from the reservoir. The customer's blood glucose reading was unknown. The customer stated that air bubbles got larger during fill tubing. The customer had difficulty pushing the plunger manually. The customer was advised to change infusion set. The reservoir will not be returned for analysis.